Event description:
A distributor complaint was reported regarding a pump that did not turn on due to a battery not charging. Blood glucose level was recorded at 145 mg/dl, which is within the normal range. There was no additional information available regarding the customer's outcome.